Manufacturer narrative:
The pump was returned and no significant anomalies were found. The catheter was found to have a kink. Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 460.1 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient fell on top of the pump and there was a little area of skin raised over the pump that looked flaky and dry. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider indicated that the patient experienced erosion. No further complications have been reported.